Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01392. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for a gastrointestinal (gi) bleed using ruby coils. During the procedure, while the physician was attempting to advance two ruby coils through another manufacturer's microcatheter, both ruby coil pusher assemblies became kinked. The physician mentioned experiencing resistance while advancing ruby coil with lot #f68732. Subsequently, both ruby coils were removed and the procedure was completed using two new ruby coils. It is unknown if the physician used a rotating hemostasis valve (rhv) or if a continuous flush was maintained. There was no report of an adverse effect to the patient.